Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise on the right ventricular (rv) lead. No changes or intervention were reported. The patient condition was unknown.

Event description:
New information notes programming changes were made. Patient condition was stable.